Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). D4 - lot number: corrected.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst. The procedure was completed using another of the same device. No complications were reported, and the patient is stable after the procedure. It was further reported that the target lesion was 90% stenosed in the moderately tortuous and severely calcified artery. The balloon ruptured upon inflation at 8 atmospheres for 5 seconds. The device was completely removed from the patient body using the normal method.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple shaft kinks. No kinks or damages on the polymer extrusion shaft. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. The pinhole was located over the proximal edge of the proximal markerband. A microscopic examination of the tip section found no damage. A microscopic examination of the proximal markerband found no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). When an attempt was made to inflate the balloon, liquid leaked out through the balloon pinhole.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst. The procedure was completed using another of the same device. No complications were reported, and the patient is stable after the procedure. It was further reported that the target lesion was 90% stenosed in the moderately tortuous and severely calcified artery. The balloon ruptured upon inflation at 8 atmospheres for 5 seconds. The device was completely removed from the patient body using the normal method.

Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst. The procedure was completed using another of the same device. No complications were reported, and the patient is stable after the procedure. It was further reported that the target lesion was 90% stenosed in the moderately tortuous and severely calcified artery. The balloon ruptured upon inflation at 8 atmospheres for 5 seconds. The device was completely removed from the patient body using the normal method.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst. The procedure was completed using another of the same device. No complications were reported, and the patient is stable after the procedure.